Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The air/water nozzle was not flushed with water and air. The nozzle was not wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was not flushed with detergent. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function. 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected and sterilized with no delays and no abnormalities detected before returning to olympus. The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation also found the following: due to clogging of the nozzle, water removal ability did not meet the standard value, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the connecting tube had coating peeling and a scratch, the connecting tube had a dent and buckling, the plastic distal end cover had a burn and a scratch, the light guide lens had a crack and the adhesive was peeled, due to a crack on objective lens, the image had a partially dark area, the objective lens had a crack and the adhesive around objective lens was peeled, due to adhesive peeling around objective lens, a streak of flare appeared in the image, the protector of the universal cord on scope connector side had a scratch, the universal cord had coating peeling and a scratch, due to a dent on the channel tube, the forceps could not be inserted smoothly, the adhesive on the bending section cover rubber had white-clouded area and a crack and a chip, due to wear of angle wire, the play of the up/down knob was out of the standard value, and the suction cylinder was shaved and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective switch. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found there were foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.